Manufacturer narrative:
Rotor rub and a corroded driveshaft bearing were identified as the probable cause of the device overheating.

Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.